Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few days ago the nurse removed the leg pads from a patient. The gel separated from the arctic gel pad and remained on the patient. They have already discarded the leg pads. Nurse wanting to know if they can run therapy with the two abdominal/chest pads, or do the leg pads have to be plugged in for therapy to work. Informed nurse all pads do not have to be connected for therapy to run. The less pads that were connected, the lower the flow rate may be. Having two chest pads connected should provide a flow rate adequate for therapy. Informed nurse if they ever have issues with it, the nurses can call the helpline anytime. Informed they will send this to the field assurance team for the gel separation.